Manufacturer narrative:
Initial reporter state: address information was not able to be obtained. (B)(6) was used as a place holder based on the user area code. (B)(4) investigation summary: approximately 1000 samples were received for evaluation (5 shelf boxes with 100 each and one plastic back with bulked packaging blisters). All the samples were in sealed packaging blisters. 200 samples were randomly selected and were visually inspected with a 10x magnifier lens. No coring was observed, no other defect was observed. The symptom reported was not confirmed. Batch records show no issues were experienced while producing this batch. Samples received were found acceptable. Therefore, no further action is required. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the 1st complaint for lot # 9162568 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of this batch. Root cause description: the symptom reported was not confirmed. Batch records show no issues were experienced while producing this batch. Samples received were found acceptable. Rationale: CAPA not required at this time.

Event description:
It was reported that the needles are coring prior to use with a bd needle vented nokor 18x1 tw. The following information was provided by the initial reporter: it was reported needles are coring.